Event description:
It was reported that the leads could not be implanted due to the guidewire not being able to pass through the homeostasis valve at the distal tip. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; all conductors had blood/fluid obstruction at the electrode end of the lead (within 20 cm). It was noted that there was blood/body fluid on all conductors (not obstructed) at various locations throughout the lead.